Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
The physician reported that tip was wobbly during the surgery. The surgery was completed after replacing the product with another one. The procedure type was unknown. There was no patient harm.

Manufacturer narrative:
One opened phaco tip in a wrench, in a blister was received for the report. Sample was visually inspected and found to be nonconforming, spiral metal sliver was observed inside the bevel tip. Functional thread check was performed and found to be conforming. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The complaint evaluation confirms that the tip had metal sliver inside bevel tip which could have caused the tip to feel wobbly during use. The root cause is a manufacturing related as metal sliver identified was internally lodged in the part and missed during inspection. An investigation has been completed for the issue of spiral metal sliver inside bevel of phaco tip. All phaco tips are 100% visually inspected by trained operators using 30x magnification during the manufacturing process. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. The manufacturer internal reference number is: (B)(4).